Event description:
Device report from synthes reports an event in costa rica as follows: it was reported that on (B)(6) 2022, the patient underwent a procedure to remove an intramedullary nail, along with canal riming and new nail placement with antibiotic. The patient went into shock when the ria system completed the final canal flush and aspiration. The surgery was extended because the patient went into shock. A cycle of CPR was given. The patient was observed by intensive care. No further information is available. This report involves one ria tube assembly min 360mm length-sterile for 314.742. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Additional device product codes: hrx. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that contributes to this complaint condition. Manufacturing location: supplier ¿ (B)(4)/ inspected, packaged and released by: monument release to warehouse date: 24-may-2022, expiration date: 01-apr-2024, part number: 314.745s, ria tube assembly min 360mm length-sterile for 314.742, lot number: 518p638 (sterile), lot quantity: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.